Event description:
A customer in (B)(6) notified biomérieux of a misidentification of staphylococcus epidermidis as paracoccus yeei in association with the vitek® ms instrument (ref 410895, serial (B)(4)). The customer is an industry (pharmaceutical) customer. The customer stated that they recently had a mixed culture that needed to be identified. Once the mixed culture was separated, the customer performed gram staining to confirm purity. The organism in question was a gram positive cocci. When the customer tested this organism with the vitek® ms, the identification obtained was paracoccus yeei. Paracoccus yeei is a gram negative coccobacillus, while the gram stain results were for a gram positive cocci. The organism was also tested with the vitek® 2 and the identification obtained was staphylococcus epidermidis. There is no indication or report from the laboratory that the misidentification led to any adverse event related to a patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in ireland regarding a misidentification of staphylococcus epidermidis as paracoccus yeei in association with the vitek® ms instrument (ref (B)(4), serial (B)(6)). The customer is an industry (pharmaceutical) customer. The fine tuning report performed before the identification issue occurred was not provided; therefore, it was not possible for biomérieux to verify if all the mandatory fine tuning criteria were in conformance with specifications. The calibrator spot preparation quality was non-optimal. Biomérieux quality control laboratory received two (2) tubes from the customer for testing. The lab made five (5) spots for each tube and processed them on vitek® ms v3. Reprocessing the raw data with vitek® ms kb v3.1 ind and kb v3.2 obtained an organism identification to staphylococcus epidermidis for all conditions tested. Biomérieux r&d investigations identified both strains as staphylococcus epidermidis (100%) with partial 16s gene and tuf gene (sequencing methods). The customer¿s misidentification issue was not reproduced internally. In house vitek® ms results were concordant with the customer¿s expected identification. The investigation identified no product malfunction. Based on the complaint description, it was written that a mixed culture was observed by the customer. The mixed culture is the suspected cause of the misidentification obtained by the customer. See section h10.